Event description:
Intra vascular lithotripsy with the wire alongside of the shockwave balloon. After stent placement in the lad they noticed the wire tip was behind the stent. They post dilated the stent, and the wire tip was stented into the vessel. There were no patient problems during or post procedure. The wire went to risk management team it will not be available for return.